Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-742b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 162,632 joules and 23:25 minutes it was noted that the fiber was flashing intermittently frequently and not working at full capacity . The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was cleaned during the procedure. Patient outcome reported to be "good". No injury reported.